Event description:
Rptr noted insufficient irrigation, chamber collapse and a slight corneal burn occurred during procedure. Changed cassette and completed case. Sutured wound to close. First day post-op, pt was healing well.